Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 1 ml, the plunger movement was difficult. The following information was provided by the initial reporter: it was reported by the consumer the plunger does not move smoothly in the barrel and great force must be use to depress the plunger and dispense the medication.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 1 ml, the plunger movement was difficult. The following information was provided by the initial reporter: it was reported by the consumer the plunger does not move smoothly in the barrel and great force must be use to depress the plunger and dispense the medication.